Event description:
It was reported that the customer received a button error alarm. He could not clear the alarm. The insulin pump seemed like it was locked. The insulin pump may have been exposed to rain. The customer's blood glucose level was 166 mg/dl. He was advised to disconnect from the insulin pump and revert to a backup plan. The product was returned. Nothing further to report.

Manufacturer narrative:
No button error alarm was noted. The insulin pump had intermittent button response due to moisture damage on the keypad traces. No moisture damage was noted on the electronic or motor assembly. The insulin pump had a cracked battery tube threads, broken belt clip slot, cracked reservoir tube lip, scratches on the display window and a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.